Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, it was difficult to tighten the setscrew on the pulse generator. The device was not used and a new device was implanted. No patient symptoms were reported.